Manufacturer narrative:
Additional narrative: (B)(4). Lot # unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported during surgery on (B)(6) 2016 for a craniotomy procedure, four screwdriver blades didn't properly hold the screws. The screws did not fall off, nor was the instrument or screws reported to be broken in two pieces. No surgical delay or medical intervention was reported. The procedure was completed successfully with back-up instruments. Patient status was not provided. Concomitant devices: screws (part# 03.503.017, lot# unknown, quantity 4). This report is for one (1) matrixneuro screwdriver blade hex coupling/self-retain/med. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and the device was found not reportable as the additional information was received that only two screwdriver blades were involved in this case. Rescind initial medwatch# (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.